Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose level was 1000 mg/dl. Customer was experienced symptoms such as nausea, vomiting, difficulty in breathing. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated they start on new sensor but it did not connect so auto mode was not active. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.